Event description:
It was reported that ongoing intermittent occlusion alarms occurred. The customer's blood glucose level read as "high." Specific numerical values were not provided. Customer addressed the high blood glucose by administering a correction bolus via the pump. Reportedly, the customer changed the infusion set and cartridge, and resumed insulin delivery.